Manufacturer narrative:
On (B)(6) 2018, haemonetics received a reported incident of thermal decomposition within a pcs®2 plasma collection system. On january 3 2019, a haemonetics field service engineer (fse) evaluated the device and confirmed the observation of a burnt electronic smell. The fse found that the power supply had a failed component on it, which had caused the burnt electronic smell and resulting failure detected during the power on self test (post) protocol. The fse has ordered a replacement power supply to resolve this issue. The fse will install the power supply, and calibrate the device to ensure that all parameters meet manufacturer specification prior to being returned to service. This incident was detected during the post prior to any donor/patient involvement; as such, there was no risk of injury to a donor/patient. The device operator was not injured as a result of the thermal decomposition observed in this incident. The device performs a self-test upon start up to test for any potential hardware faults, if the device detects any faults during the post it will display an error message and prevent the device from being able to initiate any procedures until the issue has been resolved and the post protocols are successfully passed. It will not be possible to initiate any procedures while the device has a hardware failure. Despite there being no significant risk of injury as a result of this incident, haemonetics has previously reported instances of thermal decomposition found within a device. As such, this incident is deemed reportable.

Event description:
On (B)(6) 2018, haemonetics received a report of a pcs®2 plasma collection system which was observed to have a burnt electronic smell and visible smoke coming from the device. This failure was reported to have occurred after the device was powered on, during the power on self test (post) protocol; there was no donor or patient involvement with this incident. There was no report of injury to the device operator as a result of the burning smell and smoke observed. A hardware failure will prevent the device from passing the power on self test, which eliminates the risk of injury to a donor. If the device is unable to successfully complete and pass the post protocol, then it will not be possible for the device to begin any procedures using the device.